Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient "had issues" with wound healing after having an antibacterial absorbable envelope implanted. It was further reported that a second antibacterial absorbable envelope was used during a revision procedure and the same wound healing issues occurred. The antibacterial absorbable envelope remains in use. No further patient complications have been reported as a result of this event.